Event description:
The facility reported a pump with over infusion by the pump head module (phm). The condition occurred during bio-med testing.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 23,2007. The reported condition was not confirmed. Inspection of the device showed the evaluation report stating that this pump was performing well within the established range which means that the pump was not over-infusing. However the epoxy on the pump head module (phm) was damaged, so the phm was replaced on the pump. The pump was re-evaluated, tested and put back into service.